Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 20 mg/dl. Customer¿s blood glucose level was 67 mgdl at the time of the call. The customer declined troubleshooting. The customer needs help adjusting the insulin pump. The product was not returned for analysis.